Event description:
In this event, it was reported, the gt obturator broke while placing it. Patient referred to specialist.

Manufacturer narrative:
Because medical intervention is required in this case, this event meets the criteria for reportability per 21 cfr part 803.